Event description:
Breakage of instrument (exeter ling gouge (B)(4)) during hip arthroplasty procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event relating to a damaged exeter gouge reverse crook was reported. The event was confirmed. Device evaluation and results: the distal tip of the exeter gouge reverse crook handle fractured in overload, propagating proximally with the origin on the distal edge. No material or manufacturing defects were seen on the parts examined. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Analysis of the device confirmed that the handle fractured in overload and no material or manufacturing defects were seen on the parts examined.

Event description:
Breakage of instrument (exeter ling gouge (B)(4)) during hip arthroplasty procedure.